Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin. The customer's blood glucose level was unknown. The customer reported that the cartridge had felt loose and was not secure, had random no delivery alarms, had issues with the insulin pump which did not resolve on infusion set change it alarmed until reservoir change and insulin squirted out of the infusion set instead of dripping out. The insulin pump will be returned for analysis.